Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device is exhibiting intermittent high out of range pace impedance measurements greater than 3000 ohms on this right ventricular (rv) lead. This rv lead is not a boston scientific product. The rv pace impedance measurements were noted to vary between approximately 350 ohms and greater than 3000 ohms for most of the last year. The rv shock impedance has been stable in the 40 ohm range over the last year. There also has been no change in threshold measurements and no noise observed. Boston scientific technical services (ts) indicated there are no signs of a lead integrity issue and the cause is likely a device header spring contact issue. This product remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).